Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 2.5 for mechanical circulatory support. During insertion, the staff noted bleeding at the peel away sheath valve and the patient's mean arterial pressure dropped to 48. The sheath was exchanged, fluid was administered, and the patient's mean arterial pressure returned to 83. Additionally, the placement signal lumen was blocked, the staff tried to aspirate at the red luer, however there was still no signal. Unknown how this issue was resolved. No additional information is available.

Manufacturer narrative:
The investigation for the reported access site bleeding - major has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.